Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The foreign material found consisted of seeds, but the cause of the foreign material could not be confirmed. There was no damage to the area where the foreign material was detected. It was unknown whether there was a deviation from instruction for use (IFU) in reprocessing steps for the locations where foreign material remained. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope was blocked with a strawberry/raspberry seeds. There were attempts to clean the device but after three sink washes, there were still more in there and the cleaning brush is only able to get about four inches in before unable to get further. The issue occurred during the preparation for use. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.